Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was available and the system was in bypass mode. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware connection issue due to improper workmanship. The investigation of the image acquisition system (ias) error log files showed that the ias was suddenly off at 06:21 without any errors. Additionally, configuration errors for a control unit and a display can be found in the event log. In the "bypass fluoro" mode the native x-ray image is available. With "bypass fluoro" a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality during troubleshooting the service engineer (cse) reseated boards and external connections to the ias and corrected the configuration. After this service intervention the issue was resolved. No systematic issue in the installed base could be identified. Therefore no further corrective action is planned at this time.